Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed loose particulate matter in the fluid pathway. Fourier transform infrared spectroscopy (ftir) revealed that the particle was consistent with polyvinyl chloride (pvc). The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and revealed that particulate matter had been found in a bag during manufacturing. The issue was corrected, affected product was scrapped, and the batch was released per procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found in an exactamix 1000 ml eva tpn bag after filling. There was no patient involvement. No additional information is available.